Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was recently seen for a normal follow up appointment when it was noted there programming was changed and was pacing at aai only when ddd pacing in required. The boston scientific sales representative consulted with boston scientific technical services (ts) to determine when and why the programming was changed as the patient was having symptoms related to decompensation. It was later determined that someone else had programmed off the ddd and forgot to return programming to normal settings for this patient. The programming has now been restored and critical therapy is once again available for this patient should they need it. To date, no adverse patient effects have been reported.